Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the liner would not seat in the acetabular cup. Another liner was available to complete the procedure without patient injury.

Manufacturer narrative:
This follow up report is being filed to relay additional information. Visual inspection of the returned device revealed damage. Dimensional analysis was not completed as the device was autoclaved. Device was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies were found. This device was manufactured prior to corrective modifications. Review of complaint history determined that no further action is required. Root cause was undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).